Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm and assisted in troubleshooting the alarm. The home patient (hp) would need to start over with new supplies. The tsr assisted the hp to disconnect. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up, the home patient stated that after starting over with new supplies, no further issues were found. The home patient stated this was an isolated incident. The home patient did not develop any adverse reactions or require any medical intervention. The home patient is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).